Event description:
The patient was implanted with a left ventricular assist device (lvad). The perfusionist reported that approximately eight days post-implant, a pump exchange was performed due to both inlet and outlet flow paths being obstructed. It was also reported that the patient had hemolysis prior to the pump exchange. No other information is available at this time.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted upon completion of the manufacturer's investigation.